Event description:
It was reported that the physician placed a call to a boston scientific representative and requested for further review of this pacemaker stored atrial tachy response (atr) episodes. Upon further review, right ventricular (rv) farfield oversensing was observed. The boston scientific representative disscussed with the physician on the findings. At this time, the pacemaker remains in service and the physician will continue with monitoring. No adverse patient effects were reported.